Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H2, h3: the returned pointer was analyzed. It would not track when connected to a known good system, but displayed red status only. A check of the em interface showed that all three coils were non-functional. Codes b01, c13, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the tracer pointer had an issue. There was no patient involvement. Additional information was received. The physician stated that the pointer was not accurately tracking known landmarks. Physician would place the pointer at the tip of the nose and the tracker would show it was pointing not at the tip but rather hallway up the nose. When the device was exchanged for a new one the issue was resolved, this let us to believe it was just a bad pointer device.